Manufacturer narrative:
Though requested, pt information was not provided.

Event description:
Reportedly, during pt use, when the ac power was disconnected from the ventilator, the unit did nor recognize the external pac better. There was no medical intervention or adverse pt effects reported.